Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the valve moved on the balloon causing the too aortic position. The patient¿s significant annular, lvot calcification and no pre-dilation with bav was performed prior to implantation of the valve likely contributed to the valve movement on the balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a (B)(4) affiliate, valve alignment was done and system advanced to annulus with the valve positioned slightly aortic (90:10). It was difficult to advance and the valve appeared to move 1-2mm off the balloon. The valve was deployed under rapid pacing 100:0 aortic. Under tte there was mild-moderate pvl. Post dilation with nominal volume and pvl improved to mild. A 2nd valve was implanted to secure valve position and address any remaining pvl. There was no pvl after the second valve was implanted. The patient is expected to be discharged 1 day post op. The reported perceived cause of the event was the doctor was not able to advance the valve in the annulus to a more ventricular position over concern about pushing the valve further off the balloon. 'Perhaps pre-dilation would have benefitted this patient.'